Event description:
Previous hx: 6/5-revision austin moore with thr 6/12-thr-dislocated to or for relocation and application of wilke boots. 6/13-transfer to nursing home. 6/19-returns to hosp with total hip again dislocated. 6/20-returned to or for relocation and application of wilkes boots.